Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead was unable to be unscrewed. The rv lead was capped, abandoned and remains implanted out of service. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicate the incident occurred during the implant procedure. The rv lead was unable to be unscrewed from the patient's anatomy.